Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing and decreased pacing impedance were observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation damage. No intervention has been performed at this time. The patient was stable.